Manufacturer narrative:
(B)(4). Date sent: 8/19/2015. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Unknown, assumed first day of the month that complaint was reported. Batch # unk. (B)(4). Additional information was requested and the following was obtained: what vessel was being fired on (pulmonary artery, pulmonary vein, segmental branch of pa/pv, etc.)? Branch of pa. About how far onto the anvil was the leader guide placed (just on curved tip, approximate distance distal/proximal to the cut line of the device, etc.)? Not sure how much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. How long was the procedure extended? It was extended but it is unknown the amount of time. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Patient did well post op.

Event description:
It was reported that during a right upper lobectomy procedure, on the first firing with the device, the surgeon fired the device with a competitor lead/guide left on the vessel. The guide was used to position the device as it was applied to the vessel. The device was then fired while the lead/guide was left on the vessel, which resulted in bleeding. The surgeon indicated that he thought the staples were not formed on one side of the vessel. The bleeding was controlled with a clip and a competitor device was used for the remainder of the firings during the procedure. It was unknown how much blood was lost or if a transfusion was required. The procedure was extended, but it was unknown how long the or time was extended. It was not known if the patient's post-op care changed as a result of the bleeding. No buttressing material was used.